Event description:
The blade broke at the first usage. No adverse consequences to the pt or delay in surgery or anesthesia time have been reported to date.

Manufacturer narrative:
Summary of evaluation: evaluation results as received from howmedica leibinger gmbh suggests that this event would not be associated with the device but rather would be related to user technique.